Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during, laparoscopic appendectomy, on wound closure, when opening the package, the thread was found disengaged from the needle originally, it was not able to use. Device was not used in patient. The procedure was completed with another device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during, laparoscopic appendectomy, on wound closure, when opening the package, the thread was found disengaged from the needle originally, it was not able to use. Device was not used in patient. The procedure was completed with another device. There was no patient injury.